Event description:
A report was received that a pt was experiencing skin erosion at the ipg site. The pt had experienced discoloration at the pocket site. The ipg was explanted, and the pt is reportedly doing well.

Manufacturer narrative:
The explanted device was not returned to bsn for analysis as it was discarded by the medical facility.